Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(6); batch: 7088612. Product family: dbs-extension: upn: m365nm3138550; model: nm-3138-55; serial: (B)(6); batch: 7097963. Product family: dbs-extension: upn: m365nm3138550; model: nm-3138-55; serial: (B)(6); batch: 7086911.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedances and needed a magnetic resonance imaging (MRI). There were no impedances found during the stage one and two implant procedures, so it is unknown when the high impedances first appeared. The patient underwent an explant procedure to explant the devices. The explanted products were disposed by the medical facility.